Event description:
It was initially reported in clinic notes rec'd that the pt's seizures "have become just a little bit more frequent. He's averaging about two per month. He's had three generalized tonic clonic seizures and six drop seizures since his last visit. The caretaker thinks he has had only one or two seizures since his last visit. He had about six drop seizures in december and one generalized tonic clonic seizure." It was unclear if this was an increase above the pre-vns baseline levels. The clinic notes were from a visit with the previous neurologist, but not further details were made available. The last known diagnostics available from the current treating neurologist are within normal limits. The pt appears to be averaging about 2-3 seizures per month, but pre-vns baseline levels are still unk. The pt is said to be doing well since the addition of keppra. Good faith attempts to obtain add'l info have been unsuccessful to date.